Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2019. The patient stated at about 2:00am, she was sitting in her living room and her husband noticed a high alert going off on the cgm. She stated she was unresponsive when he tried to get her attention. It was indicated that the patient¿s blood sugar was low with a bg meter reading of 42 mg/dl and provided her juice to bring her sugars up. He then called the paramedics and when they arrived, they monitored the patient¿s blood sugar and provided her more juice. The paramedics left when the patient¿s blood sugar was at normal level. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.